Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? 1st. When the device was fired, did any staples deploy into the tissue? No. If yes, was the staple line complete? If yes, what was the shape of the staples (b-formation, irregular, legs straight)? The staple legs were straight.

Event description:
It was reported that during a colectomy procedure, the device was fired and the staples dropped into the patient. A different type of device was used to complete the procedure. No patient consequences were reported.